Event description:
It was reported that during a percutaneous coronary intervention, crossing difficulties an a balloon burst occurred. The lesion was located in an unspecified vessel and the vessel was severely calcified. The physician had difficulty crossing the lesion with the apex push monorail 1.5mm x 8mm balloon catheter. The balloon was inflated once to 14 atms and burst. The procedure was completed with a rotaburr 1.25mm. No post-procedure complications were noted. The pt status was reported as "no problem".